Manufacturer narrative:
Findings: the audio beep functioned properly during self test. No audio beep anomaly noted. Pump unable to vibrate during self test due to broken vibrator black wire. Pump had cracked display window and cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating that their insulin pump had issue with the vibrate mode not function correctly. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.